Manufacturer narrative:
It was reported that the wheelchair came in a box already assembled. The only thing that wasn't attached was the back rest. The assembly is loose and wobbly making it unstable and unsafe for use. No medical intervention, serious injury, or follow-up care has been reported.

Event description:
The assembly is loose and wobbly making it unstable and unsafe for use.

Manufacturer narrative:
Updated section h8 and h6 relating to type of investigation, investigation findings/conclusion.